Manufacturer narrative:
(B) (4). This report will be amended when our investigation is complete.

Event description:
It is reported that during surgery on (B) (6), 2009, the femoral component was opened up for surgery. While the package was being opened, it was noted that the secondary tyvek cavity and seal were missing. Without both seals they did not feel comfortable with implanting the device.